Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. It was noted that the customer was using expired test strips. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer¿s daughter-in-law) reported that the customer¿s adc blood glucose meter was giving a ¿---105¿ display message when they turned the meter on. The caller further reported that on an unspecified date the meter gave the display message, and the customer was ¿shaking, disoriented and may have fallen.¿ a family member treated the customer with ¿orange juice and eggs.¿ no additional treatment was reported. The caller declined to provide any further information. There was no report of death or permanent injury associated with this event.

Event description:
A caller (customer¿s daughter-in-law) reported that the customer¿s adc blood glucose meter was giving a ¿---105¿ display message when they turned the meter on. The caller further reported that on an unspecified date the meter gave the display message, and the customer was ¿shaking, disoriented and may have fallen¿. A family member treated the customer with ¿orange juice and eggs.¿ no additional treatment was reported. The caller declined to provide any further information. There was no report of death or permanent injury associated with this event.